Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was attempting to load a cartridge, however the customer was unable to complete the load process by themselves. The customer's home nurse assisted but the nurse was unaware of the load process sequence. During troubleshooting with tandem technical support, the customer was able to successfully change out the cartridge. The customer's blood glucose level was 585 mg/dl. The customer reported would deliver a bolus with the pump to address bg level.